Event description:
It was reported that suture placement with a proglide device was attempted in a common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, after deploying the needles there was no suture, a cuff miss occurred. The proglide device was removed and two additional proglide devices were used and the sutures were placed using the preclose technique. The arteriotomy was a 8f and the sheath was upsized to an 18f sheath during the tavi procedure. The tavi procedure was successfully completed and hemostasis was achieved using the pre-placed sutures of two proglide devices. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported needle to cuff miss/ suture retrieval issue was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.